Event description:
The customer reported that when they powered up the iabp, the iabp generated an "electrical test failure code #58" alarm (power-up vent test failure) the patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Maintenance code #3 and electrical test failure code #58 could not be duplicated. The code #58 was in the fault journal. The company representative replaced the drive manifold (p/n (B)(4)) and calibrated the transducer. The iabp was performance tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).